Event description:
It was reported to philips that the device was failing the operational check on the defibrillator. No patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was failing op check on defibrillator. No patient involvement.